Event description:
It was reported that the lead was placed during implant with 11 turns for helix deployment. The doctor then repositioned the lead and attempted to redeploy the helix and it would not deploy. Upon inspection after removing the lead, the helix appeared to be broken at the distal end. A new lead was placed. No patient complications have been reported as a result of this event. It was further reported on a 3500 report that the screw in tip (helix) would not deploy or retract after being implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned full lead noted blood/body fluid in the distal conductor (not obstructed) and there is blood in/on helix/lobe mechanism. The helix will not extend at this time due to the dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated.